Event description:
The index procedure was successfully performed with 3 drug eluting balloons. It is reported that post dilation of an intrastent was performed during index procedure. Approximately 13.5 months post procedure the patient experienced restenosis of the left sfa and popliteal artery. The patient was treated by pta balloon catheter revascularization. The event is reported to be resolved. Approximately 19.5 months post procedure the patient experienced critical stenosis of the sfa. The patient was treated by pta balloon catheter revascularization to the left sfa and popliteal. The event is reported to be resolved. Approximately 30.5 months post procedure the patient experienced restenosis of the left sfa and popliteal artery. The patient was treated by pta balloon catheter revascularization. The event is reported to be resolved. The patient experienced occlusion of the left sfa approximately 35.5 months post index procedure. The patient was treated with pta balloon catheter revascularization. The event is reported to be resolved.

Manufacturer narrative:
(B)(4) assessment at the time of the original index procedure was ischemic rest pain. Approximately 25 months post stent implant the patient suffered restenosis of the left sfa and popliteal artery which was treated the following day with one evercross device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.